Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This report is for the first commander delivery system used. Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(4), regarding implantation of a 29mm sapien 3 valve in the aortic position via transfemoral approach, the following was reported. Valve alignment was performed at the descending aorta. Difficulty was encountered during advancing the delivery system due to tortuosity in the aorta. During valve implantation the balloon did not inflate. The physician suspected a balloon rupture and retracted the system with esheath. On examining the device, the balloon was found to be ¿disconnected at the bonding area¿, near the center of the triple marker. A new device was prepped. For the second attempt, the vessel was extended as much as possible with two lunderquist wires. The delivery system was advanced more smoothly than the first attempt. During valve implantation, balloon rupture was suspected again and the system was retracted. The physician examined the removed system and confirmed the same area was damaged. Further attempt was determined to be difficult and the procedure was aborted.

Manufacturer narrative:
The delivery system was returned after use in the procedure. The delivery system was fully inserted through the sheath and the valve was crimped and positioned on the inflation balloon. A kink was present on the balloon shaft due to return packaging of the delivery system. The devices were separated for decontamination and evaluation. The delivery system was visually inspected and the following was observed: crimp balloon torn proximal to the inflation balloon to crimp balloon (ic) bond and the flex tip has severe gouging. A picture provided shows the delivery system after the procedure, with the crimp balloon torn. Functional testing was performed and the full flex was able to be used with no abnormalities observed. Double wall thickness measurements were taken on the crimp balloon proximal to the balloon tear to ensure that the thickness of the material was within specification. A thin balloon could contribute to the observed balloon tear and could be indicative of a manufacturing non-conformance. The area distal to the tear could not be measured as that area consists of the bond area with the inflation balloon. All measurements met specification. The device history review (DHR) was performed and did not reveal any issues that could have contributed to this complaint. Review of history for the lot revealed no additional complaints for ¿balloon ¿ torn¿ or ¿delivery system ¿ tracking difficulty¿. A review of the complaint history revealed that the occurrence rate did not exceed the july 2018 control limit for the trend category of ¿damaged¿ and ¿tracking difficulty¿. No instructions for use (IFU) or training deficiencies were identified. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. The complaint for ¿balloon ¿ torn¿ was confirmed based upon visual inspection of the returned devices. No manufacturing non-conformances were identified and review of available information (complaint history, lot history, and DHR) did not identify any evidence of manufacturing non-conformance. A review of manufacturing mitigation supports that the balloon and delivery system have proper inspections in place to detect issues related to the complaint event. Further, no training/IFU deficiencies were identified. A review of complaint history revealed that potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented. Per device training materials, valve alignment should be done in a straight section of the vasculature. If the physician performs the valve alignment process in a tortuous anatomy, which is possible since the patient¿s aorta had a severe tortuosity, it may result in increased forces being applied to the crimp balloon. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. The flex tip gouges seen are indicative of valve diving and high alignment forces. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces which may result in a crimp balloon tear. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question when valve alignment was performed with residual fluid in the balloon. At this time, a definite root cause cannot be determined for the complaint for ¿balloon ¿ torn¿. Previously, to address the emerging trend in I/c bond complaints, the tubing and resin lots for the crimp balloon underwent further review. This review identified a correlation between recent increases in complaint rates with alternate extrusion processing methods. The complaint for ¿delivery system ¿ tracking difficulty¿ was unable to be confirmed. No abnormalities were noted with the flex function during functional testing and no potential manufacturing non-conformances were identified. Per the information reported, the aorta had severe tortuosity. Therefore, it is likely that patient factors (tortuosity) contributed to the reported tracking difficulty. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Balloon ¿ torn the complaint for ¿balloon ¿ torn¿ was confirmed. A definitive root cause was unable to be determined. No manufacturing non-conformance were identified. Per management discretion, the balloon torn issue and its associated risks have previously been documented and assessed. In addition, to address the emerging trend in ic bond complaints, corrective and preventative actions are being updated. Delivery system ¿ tracking difficulty. The complaint for ¿delivery system ¿ tracking difficulty¿ was unable to be confirmed. No manufacturing non-conformances were identified in the returned device. Available information suggests that patient factors (tortuosity) may have contributed to the complaint event. Since no product non-conformances or IFU/training inadequacies were identified, and the trend category does not exceed control limits, no corrective or preventive action is required at this time.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2018-03393.